Event description:
It was reported by medical staff that the patient expired while on impella cp support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-08646 was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella cp support, the patient had multiple rhythm disturbances including ventricular fibrillation. Cardiopulmonary resuscitation was done, but it caused the impella to be dislodge and multiple attempts to reposition the impella were made. After the procedure, patient continued to have multiple arrests and coded five separate times and advanced cardiac life support protocol was initiated.